Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
According to the process instructions g805307 ver.28.0 production of gentlecath catheters, the position of connector indicator against bent tip of catheter is checked by technician during order set up ¿ 2 pcs from each molding station and visual inspection with focus on tiemann indicator position was carried out by operators at the beginning of each shift according to tm-422 v.2.0. The position of connector indicator against tiemann tip of connector is permanently checked during the whole manufacturing process and written down in the form g905800, form 3. Machine a097 is equipped by vision system. The key point for installation and setting vision system is to provide a control of all catheters with the focus on catheters failure: - eyelet no punch, - hangnail left in eyelets and - position of connector indicator and bent tip of catheter. Vision system must reject every catheter with at least of one failure mentioned above. Validation of the position of tiemann indicator was in scope of ccr-01239. Ccr-01239 was signed on december 19th, 2019. Lot in question was produced after validation of the camera. Review of the DHR showed that all relevant tests required during the manufacturing process, packaging process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing process of the mentioned lot. No another complaint was received to this lot. The batch record review indicates no discrepancies. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
It was reported "there are a few catheters that have the indicator line not aligned with the coudé tip".

Manufacturer narrative:
E.1: complainant street address: (B)(6). Complainant city: (B)(6). Complainant state/province: (B)(6). Complainant postal code: (B)(6). Patient country: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).